Event description:
This rv lead was capped and replaced due to intermittent oversensing. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2022 lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
30-jun-2022 lead explanted. Upon receipt, the lead under complaint was found fragmented into three segments. The analysis showed that the insulation was found squeezed and damaged 30 cm distal to the is-1 connector pin. The damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the insulation was found rubbed through between 18 cm and 13 cm proximal to the lead tip. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The above mentioned insulation damages are assumed to be the root cause of the reported oversensing. Damages such as stretched shock coils and a bent fixation helix, most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.